Event description:
At 1 year and 1 month from the primary, the patient came in reporting anterior knee pain and instability and the cause is unknown. The surgeon revised the patella and upsized the poly (from 12 to 17 mm). The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 23 oct 2024: lot 2242111: (B)(4) items manufactured and released on 02-jan-2023. Expiration date: 2027-11-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Gmk-spherika 02.12.e0512fr tibial insert fixed sphere flex size 5/12 mm r e-cross (k202022) lot 2245485: (B)(4) items manufactured and released on 10-febr-2023. Expiration date: 2028-01-25. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.